Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported hypertension, ventricular tachycardia, and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed low flow alarms and the account attributed the alarms to the patient¿s hypertension. The system controller event log files contain data from 08:18 through 09:34 on (B)(6) 2019 and from 06:17 through 10:10 on (B)(6) 2019. Low flow events were captured throughout the files, resulting in 50 total low flow hazard alarms. Calculated average flow ranged from 1.8-2.4 lpm for these events. Overall, calculated average flow ranged from 1.8-4.2 lpm. Calculated pi average also appeared to be elevated, reaching a maximum of 12.8. The pump speed did not drop below the low speed limit for the duration of the files. No additional atypical alarms were captured. The system controller periodic and lvad log files were also reviewed and no additional atypical events were captured. The pump appeared to be operating as intended. The hm3 lvas IFU lists hypertension and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides an explanation of all pump parameters, including pump flow and pulsatility index. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was currently in office. Patient had been experiencing low flow alarms with high pulmonary index (pi). It was reported that the patient was currently in office. Patient had been experiencing low flow alarms with high pi¿s. When connected to the system monitor, only the last 37 log file events was seen. The customer tried to shut off system monitor and disconnect and reconnect the patient as well and was only able to see the last 37 log files. The log file analysis confirmed low flow events were captured throughout the entire log file. The estimated flow was below the alarm threshold of 2.5 lpm. The low flow events seemed to be physiological in nature and not equipment related. There were no other unusual events noted within the logs files and the pump appeared to be functioning as intended. There were 2 episodes of ventricular tachycardia (vt) that caused the implantable cardioverter-defibrillator (ICD) to fire. Low flows were from hypertension (htn), patient's medications were adjusted and low flows stopped.